Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient's right ventricular lead exhibited several episodes of lead noise. The patient's lead was reprogrammed. The patient was stable.